Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that treatment stopped in the middle of a procedure. A shutter error message occurred and procedure was aborted. Later the treatment was reprogrammed and completed with success. Upon follow up, the stopping was nothing more than to step on the laser while they loaded the new treatment. Flap was put down to cover the eye. Once the new treatment was loaded, everything went well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. Logfile review could confirm the reported event. It is shown that an error message was displayed which interrupted the treatment. The error message was caused by pushing the foot switch (laser pedal) in hesitant or slow manner. The device is working as intended. The concluded prelaunch evaluation of the software version did uncover the reported error message. The root cause can be determined as an inappropriate handling of the foot switch (laser pedal). Pushing the foot switch (laser pedal) in hesitant or slow manner will lead to this error message thus to an interruption of the treatment. The device is working as intended. The manufacturer internal reference number is: (B)(4).